Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and an unknown drug at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) had closed the office in mid-august and a manufacturer representative was going to help the patient find someone to take care of the pump. The patient stated that he never heard back from the representative. It was reported that the pump was alarming and it was consistent with pump alarms. The patient was not able to get his fill because the office was closed. The patient was going through withdrawals and they were gradually getting worse. The patient thought the concentration was 0.0877, but was not sure. Patient stated that he was also on a medication for numbing, but did not know the name of the medication. Additional information was received on (B)(6) 2016 from a friend of the patient. They were finding no luck with a pump refill and were worried he would start having seizures from the withdrawal. The patient was too sick from withdrawal. The caller was ups et because no one will call and get the records or the referral and no one would give him a same day appointment. The caller did not know how to get the medical records needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.